Manufacturer narrative:
(B)(4).

Event description:
On 1/29/2016, it was reported that the catheter revision performed on (B)(6) 2015 consisted of a catheter replacement. The patient has been doing well since the catheter revision surgery.

Manufacturer narrative:
(B)(4).

Event description:
The patient developed a seroma at the catheter tip. A catheter revision surgery was performed on (B)(6) 2015 to resolve the issue.